Event description:
It was reported the rf (radio frequency) head could not communicate with implanted device. Loose wire was suspected. Another programmer was used with normal results. The non working rf head was replaced and normal programmer function restored. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; rf (radio frequency) head would not interrogate and failed uplink functional test. Rf head cable found out of electrical specification. Analysis also found the logo on upper case was worn (cosmetic). (B)(4).